Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification revealed a radial tear in the balloon of the return device. A product history record (phr) review of lot f2222803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx grip vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The device will be returned for evaluation.